Event description:
Reported due to possible malfunction. The pt underwent carotid stent balloon angiography of the left internal carotid artery where the emboshield embolic protection device was used for distal protection. During post dilation of the stent, he was noted to have "expressive aphasia iwth no movement of the right upper extremities". Reportedly, he was unable ot squeeze a toy with his hand, was unable to follow simple commands like stick out his tongue, wiggle toes, and slurring of speech was also noted. A computed tomography (CT) scan in 2006 confirmed the cardiovascular accident (cva). After reviewing the procedure films, the physician indicated that there was "possibly no full wall apposition of the emboshield and that the device appears to have moved during post dilation". The pt was hospitalized and in 2006, was discharged to an inpt rehabitation facility for continued physical and speech therapies. The event, described as moderate in nature, was deemed by the physician as "possibly related to the bard mfg stent and the abbott mfg embolic protection device and definitely related to the carotid stent angioplasty procedure." At last report, the pt was "able to walk and able to move right with gross motor movements but unable to grasp or use fine motor movements." He was expected to be discharged from the rehabitation facility in 2006.